Manufacturer narrative:
The device was not explanted. A review of the diagnostic data showed no indications of a device malfunction. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient was hospitalized due to losing consciousness while driving. Nevro attempted to obtain additional information regarding the nature of the event but was unsuccessful. There were no reports of device-related issues prior to the event. There have been no reports of further complications regarding this event.